Manufacturer narrative:
The system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibit a high out of range pacing impedance measurement. The patient was seen in clinic and out of range measurements could not be reproduced. Additionally, it was noted that lead diagnostics had been good and stable outside of the single out of range measurement. No adverse patient effects were reported.